Event description:
Proxy biomedical was notified on the (B)(4) 2014 via email by the polyform distributor (B)(4) that they have received a complaint on the (B)(6) 2014, regarding a polyform product from a patient's legal representative. The complaint states that following implant of polyform mesh, the patient suffered a serious injury. The date of implant of the mesh is (B)(6) 2006. The patient is identified as "(B)(6)." Her date of birth is unknown; her weight and height details are unknown. The hospital where the implantation procedure took place is the (B)(6), USA. The physician who treated the patient is doctor (B)(6).

Manufacturer narrative:
The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design fmea and polyform product insert.